Manufacturer narrative:
510 k #: k160229. Device evaluation: 1 unit of lot c1591294 of echo-hd-22-ebus-p was returned opened not in its original packaging. It should be noted that this file is related to another complaint files. For details of the other investigation please refer to pr (B)(4) (emdr 3001845648-2020-00173). Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 07 april 2020. A proximal kink below the sheath extender was observed which will be investigated under pr (B)(4) (emdr 3001845648-2020-00173). The stylet was unable to pass the proximal kink. Clarification was requested as follows: how far was the stylet removed when advancing into the target site? Reply was received as follows: I regret, this information is not available. It was noted in the answers to the additional questions that the stylet was partially removed when advancing into the target site, however this would not cause the kink below the sheath extender which led to stylet retraction and insertion difficulties reported investigated under pr (B)(4) (emdr 3001845648-2020-00173). A new pr was requested to be opened for this extra failure mode. This new pr was pr (B)(4). Document review including IFU review. Prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c1591294 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1591294. The notes section of the instructions for use, (B)(4) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (B)(4) which will be investigated under pr (B)(4) root cause review: a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
User error-stylet partially removed when advancing to target site the stylet could not moved forward on the second insertion of the needle. "As per complaint form": customer had difficulties removing the stylet in the first time, then it was impossible to insert stylet back inside.